Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that during an implant procedure, the right ventricular lead was not seated properly in the device header so noise was noted and pauses occurred due to pacing inhibition. The lead was removed from the device header and fat tissue was seen and removed from near the sealing connector. When the lead was reconnected, the noise issue was resolved and the lead and device remain implanted. It was next reported that an interrogation one day after the implant procedure showed the right atrial lead was oversensing. The lead was reprogrammed and remains in use. Later, it was also reported that during the implant procedure when the left ventricular lead was positioned, then pulled, the lead pulled back because it was not fixated. The lead was repositioned during the implant procedure and remains implanted. The patient was a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right ventricular lead was not seated properly in the device header so noise was noted and pauses occurred due to pacing inhibition. The lead was removed from the device header and fat tissue was seen and removed from near the sealing connector. When the lead was reconnected, the noise issue was resolved and the lead and device remain implanted. It was next reported that an interrogation one day after the implant procedure showed the right atrial lead was oversensing. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.